Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. Customer's blood glucose value was 254 mg/dl at the time of the incident. Another blood glucose level was 199 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and insulin pen . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they performed displacement and self test and insulin pump did pass it. The device will be returned for analysis.